Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. If information is provided in the future, a supplemental report will be issued. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased one year within a six month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was seen again for a new data analysis to extend replacement procedure as long as possible, a new replacement window was provided. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased one year within a six month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Patient was seen again for a new data analysis to extend replacement procedure as long as possible, same replacement window was provided. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. The complaint device has not been returned by the customer yet; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased one year within a six month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Patient was seen again for a new data analysis to extend replacement procedure as long as possible, same replacement window was provided. This device remains in service. No adverse patient effects were reported.